Manufacturer narrative:
It was reported that the physician was unable to fully retrieve the filter through a 10 fr. Sheath and that it remained attached to the vena cava. It was noted that the vena cava had 95% narrowing and that the filter became kinked and elongated. The physician released the filter back into the vena cava (infra-renal); where the filter remains. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The patient was having a procedure done to remove an optease filter. The physician was unable to fully retrieve the optease vena cava filter into a 10f sheath. The physician tried to pull the filter out but it remained attached to the vena cava. It was noted that the vena cava had 95% narrowing. It was also noted that the filter became kinked and elongated. Colleen indicated that she is unsure of how this was confirmed, however, this is what was told to her. Therefore, the physician released the filter back into the vena cava (infra-renal); where the filter remains.